Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant of the right atrial (ra) lead, there was difficult access which resulted in the ra lead access being under the clavicle. A lot of resistance was noted and after multiple lead positions (including fixation and testing) it was noted that the helix was no longer extending while attempting to fixate. Given persistent atrial fibrillation (af), the lead was abandoned and an atrial pin plug was used. No further patient complications have been reported as a result of this event.